Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty grasping both leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping the leaflets appears to be related to patient/procedural conditions due to the tethered leaflets. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue.

Event description:
This is submitted to report the chordal rupture and increased mitral regurgitation which is considered a serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3, and challenging anatomy. Due to the anatomical situation of the transseptal puncture height, the echocardiogram imaging quality was reduced. The clip delivery system (cds) was advanced to the mitral valve leaflets and the clip was positioned in the main jet. There was tethering of both leaflets; therefore, it was impossible to grasp both leaflets with the clip. Approximately 5 grasping attempts were made but were unsuccessful and the mr increased to 4. After the clip was unable to grasp the leaflets, a chordal rupture was observed, which was not present prior to the procedure; therefore, it is the physician's opinion that the increased mr was due to the ruptured chordae. The procedure was aborted. The patient was stable post-procedure and mitral valve surgery is planned. No additional information was provided.